Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion driver caddy was not supporting a patient. The companion driver caddy will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion driver caddy was not in use by a patient. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The supplier, a syncardia authorized warehouse, reported that the companion driver caddy handle could not be pushed in anymore.

Manufacturer narrative:
The reported issue, the inability to push in the caddy handle, was confirmed and duplicated during investigation testing. The handle assembly was found to be bent during the visual inspection. The caddy failed functional testing as the handle was not able to pass sections 6.6 and 6.10 of mfg-206 which are concerned with collapsing and expanding the handle assembly. A new handle assembly was installed and the caddy worked as intended and per design. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4612 follow-up report 1.